Manufacturer narrative:
(B)(4). The complaint infant warmer was recently returned to our service centre in (B)(6) for repair. Our service of the returned device is currently in progress. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint iw910 mobile infant warmer was returned to our service center in (B)(4). The returned components were serviced by a qualified fph service engineer. Our investigation is therefore based on the information provided by the customer and fph service center, previous investigations of similar complaints and our knowledge of the product. Results: the customer reported that the iw910 displayed an e17 error coded. During the service, the harness housing connectors were found to be slightly discoloured and the heating element was found to be open circuit. A lot check revealed one other complaint of this nature for lot 061107. Conclusion: the reported e17 error code was most likely due to a discontinuity in power to the heater element. The damage observed to the housing connectors is possibly caused by poor connections between two electrical contacts, leading to contact failure. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The heating element and harness kit are currently being replaced and the head warmer assembly will be returned to the customer after passing the electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that the iw910 mobile infant warmer displayed an error code e17 and have requested a service of the infant warmer. During the service the harness connectors were observed to be slightly discoloured. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the iw910 mobile infant warmer displayed an error code e17 and have requested a service of the infant warmer. During the service the harness connectors were observed to be slightly discoloured. No patient consequence was reported.